Event description:
In 2008, the facility reported to the foreign local complaint coordinator (lcc) that on the event date, an unknown baxter pump alarmed "air in line" during a patient infusion (unknown medication) resulting in a drop in the patient's blood pressure (level unknown). It is unknown what interventions were required to restore the blood pressure. The patient's status is unknown at this time. It is unknown if the pump is available for evaluation. Multiple attempts have been made to obtain additional information. The facility declines to provide further information.

Manufacturer narrative:
The facility declines to provide additional information.